Event description:
New information reported on 04/25/16 stated that the battery status could not be confirmed and the physician had elected to explant the device. No additional information was reported.

Event description:
New information reported (B)(6) 2016 stated that the device has not been exchanged yet and the reason for explant of the device was due to backup vvi operation. The patient was ok post surgery.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pulse generator exhibited backup vvi operation. It was noted that the patient had recently undergone an unrelated surgery. The device had exhibited good battery condition.

Manufacturer narrative:
Correction: this report to correct explant date, the correct date is (B)(6) 2016. Also, correction to reporting country, the correct country is (B)(6).

Event description:
New information reported stated that the correct explant date was (B)(6) 2016.